Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting, which took place in september 2015 (FDA-2014-n-0736-2178, awareness date 27-oct-2015). It refers to a female consumer of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted in 2010. Consumer had essure removed in 2011. She was allergic to nickel and was told it was made of plastic. She had to have a partial hysterectomy due to this product. She would never recommend this birth control to anyone for all the pain it has caused her. Product technical complaint investigation received on 18-nov-2015: the bayer reference number for the ptc report is: (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. The reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Company causality comment: this spontaneous non-medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and was allergic to nickel. She had the device removed one year after its insertion. This event was considered serious due to medical importance and is listed in the reference safety information for essure. Patients who are allergic to nickel may have an allergic reaction to this device. In addition, some patients may develop an allergy to nickel if the device is implanted. In the present case, no typical allergy symptoms were reported. However, given the compatible temporal relationship and nature of the reported event, causality with essure cannot be excluded. Non-serious event was also reported. This case was regarded as incident since a device removal was required. The product technical analysis concluded that based on the available information there is no reason to suspect a causal relationship between the reported medical events and a quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.